Event description:
Two discordant, falsely depressed carbon dioxide patient samples (2 patients) were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same patient samples were reprocessed on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient samples.

Manufacturer narrative:
A united states (us) customer reported two discordant, falsely depressed carbon dioxide patient samples (2 patients) obtained on a dimension vista 500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the sample 1 mixer which resolved the issue. Quality control was within acceptable limits after service and the instrument was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.